Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- upon visual inspection of the complaint device it can be seen that the received protection sleeve is badly damaged at the distal threaded end of the part. In addition, there are deformation on the thread visible. Furthermore, the protection sleeve presents also impressions marks and scratches all over. The relevant features are deformed in a manner which prevents accurate functional test, this thus confirming the complaint description. A dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. There is no particularize information what happened to this article by the customer. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. It is necessary to replace worn or damaged instruments. Considering that this device is more than ten years old the damage appears to be the result of repeated use and wear over the life of the device and is not manufacturing related. Hence the complaint will rated as confirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. To prevent such problems, it is necessary to operate according to the technique guide page 28 ¿screw the buttress nut on the protection sleeve for pfna blade. Make sure the «lateral side» marking points towards the head of the sleeve. Screw the buttress nut up to the marking on the protection sleeve. Insert the drill sleeve and the trocar through the protection sleeve. Advance the entire sleeve assembly for pfna blade through the aiming arm to the skin until it clicks into the aiming arm. Adjust the position of the buttress nut if necessary.¿). Device history lot part number: 356.818, lot number: 2592496, manufacturing site: bettlach, release to warehouse date: 23. April 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was being treated for a proximal femoral fracture. Concomitant devices: helical blade for pfna (part: 04.027.037s, lot: 4l60153, quantity: 1), pfna nail (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G5: device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - guides/sleeves/aiming: sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was underwent for an unknown surgery and during the surgery the blade sleeve was damaged. The blade would not pass down the sleeve. At first it was unclear if the issue lay with the sleeve or the blade, so an alternative/additional blade was used but failed. Then the surgeon used alternate approach. There were 20 minutes delay and completed successfully. There was no patient consequence. Concomitant device reported: unk - nail head elements: helical blade (part# unknown; lot# unknown; quantity: 2). This is 1 of 1 for report (B)(4).